Event description:
Bard inferior vena cava filter placement using a denali filter, ivc filter removal was attempted approximately six months ago and approximately 11 days later, both of which were unsuccessful. Unfortunately, two pieces of the filter broke off, one lodging in the tip of the right ventricle and the other in the right lower lobe pulmonary arterial system at an outside hospital. At our facility, the patient underwent ivc filter retrieval which was successful. Manufacturer response for filter, denali vena cava filter (per site reporter): asked for more information.